Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/04/2019.

Event description:
The customer reported that the device went into standby by itself. There was no patient involvement.

Manufacturer narrative:
G4: 31jan2020. B4: (B)(6) 2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to perform a full (performance verification test) pvt before placing into service. After numerous attempts to obtain information on the repair of this device this complaint is being closed. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.